Event description:
The customer stated that upper portion of the herbst is causing sores.

Manufacturer narrative:
The patient was prescribed chlorhexidine, an antiseptic rinse, for treatment. The doctor's office stated that the new appliance will not be placed at the moment. The patient's parents will decide whether the appliance should be placed or not, after meeting with the doctor. To date, the patient is doing fine. The appliance was not returned, therefore, no evaluation of the appliance could be conducted.